Manufacturer narrative:
The device did not meet specifications during an irrigation leak test, consistent with fluid ingress and a loss of force data during the procedure. The irrigation leak was due to inadequate bonding at the irrigation tubing junction. As a result of this finding, abbott is performing further investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
Based on the analysis of the returned device, a leak was noted.